Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 12 synergy drug eluting stent was advanced but failed to cross the lesion. When the device was removed it was found the stent was damaged. No patient complications were reported.